Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) logged into remote smart service (rss) and found no issues. The customer confirmed that the user had a station with failed hardware, but the issue did not match the description sent out by the technical support specialist. The field service engineer confirmed that the user recovered the issue. No further failed hardware was found under health sight viewer. The system functioned as intended after the customer recovered the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was jammed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.